Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that during the preparation for surgery, the outer packaging of the device was opened. The surgeon used an empty needle to push physiological saline into the white lumbar external drainage catheter. However, the normal saline could not be pushed in, and it was found that the drainage catheter was blocked. The device was immediately replaced to complete the surgical treatment. There was a 20 minute delay in the procedure. The patient's status was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.